Event description:
It was reported by the customer that the sutures pulled through the veritas in the patient when it re-herniated post-operatively. Customer stated the product did not function properly. As reported indication: ventral hernia. Two (2) cases of size 12x25 veritas used. Additional information obtained from baxter sales representative on (B)(6) 2013: a second procedure was performed post-op in order to re-suture the patient. No further information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: veritas mesh is a resorbable collagen matrix. It appears that the mesh has ruptured after implantation in a spot where a suture has been applied. This resulted in a hernia recurrence requiring revision surgery. Veritas collagen matrix allows for neo-collagen formation and neovascularization of the implanted device and permits replacement of the device with host tissue, or remodeling. It appears that the mesh ruptured in the early postoperative phase, before remodeling occurred. In high-risk patients the use of resorbable meshes is controversial. Either the intra-abdominal pressure has been too high or the physical resistance of the mesh during remodeling has been too low. Another precaution that has to be taken into account is to avoid tension on the material. The device rupture may be possibly related to the use of the veritas mesh. Review of the product properties and application with the reporting surgeon (IFU) is recommended. A follow-up report will be submitted upon the review of the instructions for use with the surgeon.

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was provided. Batch record review was performed and no issues were identified. No trend was identified. The manufacturing facility concluded the root cause of the suture retention issue cannot be determined thus no further investigation is required. Baxter sales representative followed up with the reporting surgeon on the instructions-for use and how to appropriately use the product. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.